Event description:
Customer reported that a pt sample that contained anti-e did not react with heterozygous e-positive cell (cell #6) of 0.8% resolve panel a lot 8ra178. No death or serious injury was associated with this incident. Complaint number mxp590525.